Event description:
It was reported, that during use of the pump. It gave a system fault alarm. The patient was receiving hydromorphone for chronic pain, at the time of this event via patient-controlled analgesia (pca) infusion. The infusion was interrupted for about an hour. Until a new pump was programmed and delivered. The patient has a history of dehydration, mitochondrial cytopathy and gastroparesis. And was also receiving intravenous fluids and vitamins at the time of event. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal label is missing. System fault found in event log history. Functional test did not duplicate the reported problem. The root cause was not able to be determined. Actions taken were to replace main board for preventive. No problems or issues were identified, during this device history record review.